Manufacturer narrative:
Should additional information become available, it will be provided in a follow up report upon completion of the investigation.

Event description:
It was reported in an examination report that patient has a howmedica duracon cemented total knee construct in her left knee. Patient complained of pain, feeling a click. Surgeon reported evidence of quad atrophy, posterior sag, subtle lateral greater than medial joint space, asymmetry and instability.